Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 38 mg/dl and was 69 mg/dl at the time of the report. Food and juice were consumed to address bg. Customer was a new to pump therapy and reported that the basal rate was set too high. Reportedly, customer adjusted the pump settings after discussing the event with a clinical diabetes specialist.